Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/11/2019 to the present date 12/2/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that there was a failed preventive maintenance. There was no patient involvement.